Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the axes controller platform (acp). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted esophagectomy non-transthoracic trans hiatal surgical procedure, recoverable error 32101 repeatedly occurred on the system during startup, and recovery from the fault was not successful. Error log review indicated that the issue was related to either the axes controller platform (acp)2 or the cart drive right. Troubleshooting included guiding a hard power cycle, but the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to traditional laparoscopic surgery. Ports were not placed when the issue was identified. Additional ports were not placed to convert to laparoscopic surgery. The patient tolerated the change due to conversion.